Event description:
It was reported by the rep that when the device was used during a gastric wedge resection procedure, it would not fire. It is unknown how the case was completed. There was no consequence to the pt.